Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Event description:
It was reported that during filling a half day infusor with 20ml of a bupivacaine analgesic solution the bubble burst. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.